Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a dripping sample probe. No erroneous patient results were generated. There was no effect to patient or user.

Manufacturer narrative:
A field service engineer replaced probe assembly, which has resolved the issue. The affected parts were requested to be returned for investigation. Upon recur, any immunochemistry results could be impacted. Treatment initiated or withheld based on erroneous results could contribute to serious injury.